Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to confirm the motion sensor test failure alarm and unable to perform any tests due to the motor error alarm. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a cracked case on the display window, a missing end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer had an MRI today, and though the insulin pump was not in the room, the device could no longer rewind properly. The insulin pump alarmed motor error and motion sensor test failure. The patient's blood glucose at the time of incident was 14.6 mmol/l. The insulin pump will be returned for analysis.